Event description:
On 1/17/97 the account ran a first morning urine on a pt and the result was negative. The pt had presented with severe pain and spot bleeding. A serum specimen was drawn and sent out for quantitation and the result was 82 miu/ml. An ultrasound was performed and the result was clear. On 1/22/97 the pt was again tested. A first morning urine specimen was tested and the result was negative. A serum sample was drawn and the quantitive result was 142 miu/ml. The assay was a beta hcg but the methodology used is not known. The pt's pelvic exam shows no evidence of pregnancy or uterine tumor. The pt returned to the office on 1/24 and a first morning urine specimen was negative. The same urine specimen was then sent to the hospital lab for testing and tested positive on another method. A repeat ultrasound was done and showed no evidence of pregnancy, including ectopic. The account has not pt specimen to return. Add'l info received 2/18/97 indicates the final diagnosis on the pt was a leaking ectopic pregnancy. Beta hcg levels by serum continued to decrease and the pt began to spot heavily. A repeat ultrasound identified the ectopic pregnancy and surgery was done to remove the ectopic tissue. The pt had no surgical complications and is recuperating at home. Surgery was performed the first week of february. Pt info is sourced by the MFR. A follow-up report will contain a final eval.